Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device was received not deployed. Download data shows the device completed first prime after pulse 21 and was deactivated after pulse 31. The priming sequence did not run enough pulses prior to deactivation to deploy the device. A rotational sensor malfunction was observed in the data. The device was reset, but a connection could not be made with the master pdm. The device was allowed 80-hours to reset, but additional attempts at a rerun were unsuccessful. Inspection of the commutator cap found it to be contaminated. The contamination on the commutator cap is confirmed as the cause of the reported event.